Manufacturer narrative:
Detailed product information was not provided to bsc. Further details about the device could not be confirmed through gfe, as the facility discarded the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left leg. A v-14 control wire was selected for use in a left leg arteriogram to treat peripheral artery disease. While trying to cross a severely calcified chronic total occlusion (cto) in the distal superficial femoral artery (sfa), an inconsistency in the guidewire tip was noted. Upon removal of the guidewire, it was observed that the coating on the tip of the guidewire had started to separate and pull away from the guidewire. The guidewire was removed, and no part of the wire was left in the body. The procedure was completed with a different device. There were no patient complications as a result of this event.